Event description:
The patient reported the scs receiver is not working. It was also reported the patient has not used the system in years. The patient will undergo a trial procedure to try to obtain coverage again.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.